Event description:
It was reported that four days after implant the right ventricular (rv) lead had high impedance an when the physician manipulated the pocket it resulted in noise. The noise was reproduced when manipulating directly the connector lead end close to the header. Visible inspection confirmed the blue indicator band in the correct position and pull test confirmed a tightened sect screw. After further tightening of the set screw, the noise disappeared. The rv lead was disconnected and once again connected and testing gave positive results. It was also reported that there was a strange rv oversensing that was seen during ra pacing, but this disappeared after the rv lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.